Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the ok button was intermittently unresponsive and the up arrow button was starting to stick. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/18/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/28/2013 with the following findings: the keypad button symbols were worn; however, no visible damage was found to the keypad cover. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force to engage. The up arrow button was found to be sticking and was hyper-responsive/scrolling in response to button presses. The keypad was removed and the up arrow button contact was found to be misaligned. There was evidence of contamination found under all key contacts.